Event description:
It was reported that a patient presented in clinic following feeling jolts from her pacemaker. Device interrogation revealed no capture and no sensing on the right ventricular (rv) lead. X-ray was performed on (B)(6) 2026 and revealed that the rv lead had dislodged. On (B)(6) 2026, a lead revision procedure occurred, the rv lead explanted and replaced, and the surgery concluded successfully. The patient was stable before, during, and after the procedure.